Event description:
According to the reporter: customer informs that the razors do not shave properly, so they have to insist in shaving several times the area and in some occasions, this causes bleeding to the pt. The bleeding caused by the razor has not lead into an important bleeding. The bleeding that was reported is minor skin abrasion bleeding that did not constitute an injury, nor resulted in any blood transfusion. No sample is available.

Manufacturer narrative:
(B)(4).